Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 a telemetry central monitor did not alarm when there was no heart rate detected over 6 seconds for a patient. No one was injured as a result of this event.

Manufacturer narrative:
Onsite investigation of the involved devices conducted by a spacelabs field service engineer confirmed that the equipment performed to specifications. The investigation was witnessed by a facility representative. The patient¿s historical waveforms and trend information was collected and sent to spacelabs for analysis. The retrospective database confirmed the interval between beat detections at the time of the event did not exceed 5.0 seconds, it was too short to be classified as an episode of asystole and no alarm was generated as it did not meet criteria. The monitor operated according to specifications. This investigation is considered complete and the issue closed.